Event description:
Inbound. Pt reports pump began beeping and then alarming no disposable, clamp tubing, when she had about 10.1 mls of remodulin left in the cassette. Changed cassettes. States this is about the fourth time she has reported the lssue and becomes extremely stressed out when it occurs. Cassette lot# 4103163, exp 2/4/2026. Box sent to return defective cassette. No further details provided.